Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21510767/5035344, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an explant procdure and was doing well postoperatively.